Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 436 mg/dl. The customer also mentioned other blood glucose values such as 287 mg/dl, 325 mg/dl, 382 mg/dl, and 277 mg/dl. The customer did not provide any information about symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Auto mode feature was active during time of incidence. Customer declined trouble shooting for high blood glucose level. The insulin pump will not be returned for analysis.